Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper split between the peel tabs was confirmed, and was determined to be manufacturing related. One 5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. One of the two peel tabs was broken and the sheath tore away from the tack. The tabs split unevenly, which resulted in a ring of red material that remained after the red colored tabs were split apart. The sheath exhibited a uniform and consistent peel. The tack used to secure the sheath to the peel tabs was observed to be centered. A microscopic examination of the fractured surfaces of the sheath revealed that the fracture coincided with the distal end of the tack. Variable material fill was observed in the molded material underneath the tack head. The complaint sample was forwarded to the manufacturing facility for further review. It was determined that on one of the parts of the sheath was present part of the molding. This part was an excess of resin produced during the molding process. Operator¿s awareness was performed and it was documented in the record training (B)(4). A lot history review (lhr) of reaz1037 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reaz1037) have been reported from the same facility.

Event description:
The facility reported that on (B)(6) 2017 while placing a PICC line, the (red) handle broke off when attempting to break the peel away introducer. The vascular access nurse was unable to grasp the remaining grey portion of the introducer and used sterile hemostats to peel away the remaining catheter at the insertion site. It was stated that this caused excessive trauma at the insertion site. This report addresses patient three.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz1037 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reaz1037) have been reported from the same facility.

Event description:
Per sales rep, the facility reported that on (B)(6) 2017 while placing a PICC line, the (red) handle broke off when attempting to break the peel away introducer. The vascular access nurse was unable to grasp the remaining grey portion of the introducer and used sterile hemostats to peel away the remaining catheter at the insertion site. It was stated that this caused excessive trauma at the insertion site. This report addresses patient three.